Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a routine post-operative physician visit the day after a tur procedure, the patient was found to have sustained a burn measuring approximately 1x2 cm. The burn was superficial overall, with an impression of a deeper burn at its canter (2 - 3 degree ). No peripheral redness or significant swelling was noted. The patient was discharged as planned without any delay, with instructions for local wound care. On follow-up two days later, the wound was observed to be healing and closing appropriately. The assumption is that the burn occurred because, following the surgery, the light cable was inadvertently left active and came into contact with either the patient or with the drapes covering the patient.

Manufacturer narrative:
Additional information: a root cause analysis of the light cable cannot be performed because the light cable has not been returned to us despite several written requests for a more detailed root cause analysis. With regard to the customer description, we expressly point out in the instructions for use IFU fiber optic light cable, that the light cable must not be placed near flammable materials or near the patient and must not be directed at the patient. According to the customer's description, it is possible that the light cable (light outlet) mentioned above encountered the patient/covering sheet contrary to the safety instructions mentioned above, resulting in the described burns to the patient. The event is filed under internal karl storz complaint ID: (B)(4).